Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2016.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 02/29/2016 with the following findings: on investigation, audible tone is present on power on and triggered on alarm events. The audible tone was evaluated to be within the required specifications at 68.4 db. The audio tone unit was evaluated and found to be intact without damage. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked below the grip pad.